Event description:
It was reported that a skin irritation due to the pod adhesive causing rash, burning sensation and clear liquid drainage had occurred while wearing the pod on the abdomen for 72 hours or longer. The patient removed the pod and sent a photo of the rash to the doctor. The doctor diagnosed the patient with dermatitis and prescribed locoid (hydrocortisone butyrate 0.1%), for treatment. The pod was discarded by the patient.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.